Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of ¿cracked cable.¿ the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument was found to have a cracked cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 12/15/2019 and obtained the following additional information: there was a five to ten minute procedure delay because a new instrument had to be connected. The procedure was completed without any issues.